Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data collected from the device was analyzed. Analysis revealed a power on reset (por) for a critical ram parity error on (B)(4)-2011 and a patient alert for device circuit error on (B)(4)-2011.

Event description:
It was reported that the patient was undergoing radiation. It was also reported that a power on reset occurred. The device remains in use. No patient complications have been reported as a result of this event.